Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and experienced both pain and discomfort at the implant site. The patient underwent an ipg replacement procedure, was doing well and the explanted device was kept by the facility. No device malfunction was suspected.